Event description:
The customer reported that the system would not power up the monitors. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The t3.15a fuse on the monitor cart was replaced. The system was tested and found to be working as intended and put back into service.